Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device nozzle was clogged with foreign material. Due to clogging of air/water tube, the amount of water contact does not meet the standard value other observations for the device are: due to damage on up/down (u/d) knob, water tightness is lost; u/d knob has a crack; grip is shaved; forceps channel port has a dent; suction (s) s-cylinder has discoloration; right/left knob has a scratch; switch box has a dent; due to a cut on distal end rubber coating (a-rubber), water tightness is lost; due to wear of angle wire, the play of u/d knob is out of the standard value; light guide bundle has breakage; distal end cover (c-cover) has a chip; objective lens has a chip; and connecting tube has a buckling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of clogging of air/water channel during an unknown procedure. There is no harm or adverse impact to the patient or any persons. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with foreign material. This medwatch is being submitted for the reportable issue of device nozzle being clogged with foreign material as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer provided information on reprocessing performed at the facility. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, balloon channel, and forceps elevator. Detergent used is gigazyme. During manual cleaning disinfection is not performed. Detergent used for manual cleaning is gigazyme. Brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, balloon channel, and distal/areas around the elevator. Model numbers of the brushes used are mtw endoscopy 50 1-clean, de cleaning brush, two 8 mm brushes and 4.2-7.6 mm for working channel. The device is stored by hanging vertically. Maintenance of the device is not done by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.